Manufacturer narrative:
The reaction kinetics of the discrepant result indicate there was nearly no sample volume transferred to the reaction cuvette. A definitive root cause could not be determined.

Event description:
The customer alleged they received a questionable vancomycin result for one patient on their c501 analyzer. The customer stated "the color of the sample was little different from the others". The patient's initial vancomycin result was 1.10 microg/ml. The customer has been running vancomycin results in double, so the initial result was not reported outside the laboratory. The first repeat result was 20.48 microg/ml and the second repeat result was 21.12 microg/ml. One of the repeat results was reported outside the laboratory. The patient was not adversely affected by this event. The vancomycin reagent lot number was 668029 and the expiration date was 06/29/2013. The field service representative checked the sampling needle. He replaced the sampling probe and sampling unit.

Manufacturer narrative:
This event occured in (B)(6).